Event description:
It was reported that a patient, (B)(6) female, underwent a left idiopathic ventricular outflow tract procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient had no medical history and did required one extra day of hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this was a slow leak procedure related discovered post-op. The physician felt it was most likely related due to the transseptal puncture. Settings during the event include: power control mode, settings at 35 watts, irrigation flow at 30ml/min.

Manufacturer narrative:
Please refer to evaluation summary for analysis results. Manufacturer's reference # (B)(4). It was reported that a patient, (B)(6), female, underwent a left idiopathic ventricular outflow tract procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient had no medical history and did required one extra day of hospitalization. The patient fully recovered with no residual effects. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by the system, no error messages were displayed and was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products used: product name: carto® 3 system, us catalog: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog: s7002, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog: cfp002, serial #: (B)(4). Product name: soundstar® eco diagnostic ultrasound catheter, us catalog: 10438577, lot #: e5003636. (B)(4).